Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with scratches on the lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this DHR review. The event log showed evidence of "high alarm displayed: cassette not attached properly" message. To further investigate, a functional test was performed. Customer problem was not duplicated. The dso sensor, downstream sensor, was replaced for preventive measure.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited cassette not properly attached alarm. No patient was involved in this event. No adverse effects were reported.